Event description:
Pt's 4 hour extended cefepime infusion was started. After approximately 5 minutes of infusion, channel started alarming "channel error". Channel was stopped and restarted and the same error alarmed again approximately 5 minutes later. Channel removed from service and replaced with a new channel.